Event description:
At the immediate start of urology procedure for holmium laser ablation of prostate, the tip of the first laser fiber fell off into the pt's bladder. The piece was removed intact and the entire fiber replaced with a new one. The second fiber was opened, and it was noted that the tip was slightly bent. It was not used and a third was opened to replace it. The sales rep and his manager were both present for the case. The company is sending return kit for the bad fibers and they will be replaced. Dates of use: (B)(6) 2010. Diagnosis or reason for use: enlarged prostate. Event abated after use: no. Event reappeared after reintroduction: yes.